Event description:
Disposable applicators do not fit securely on exactacain topical anesthetic. Applicator shoots off spray bottle with significant force. As this product is used to facilitate intubation, applicator may shoot down into pt's breathing passage.

Event description:
Disposable applicators do not fit securely on exactacain topical anesthetic. Applicator shoots off spray bottle with significant force. As this product is used to facilate intubation, applicatior may shoot down into pt's breath passage.